Event description:
A patient reported experiencing inaccurate low results with an ot basic meter. The patient's blood glucose results were 8.1 mmol versus 10.2 mmol meter to lab. Tests were done 20 minutes apart with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.